Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2012. 4196 implantable pacing lead: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had a hematoma evacuation some weeks after implant. The device is still in use. No patient complications have been reported as a result of this event.